Event description:
It was reported that the monitor had green image. The issue was found during a diagnostic endoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Customer powered cycled the monitor and the issue was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. However, technical assistance center (tac) provided remote troubleshooting, after a report that the oev-262h / 7193270 display monitor showed a solid green image during a diagnostic endoscopy procedure, with no error codes displayed. The issue occurred while all instruments were outside the patient and no sedation had taken place. The customer power-cycled the monitor, after which normal image was restored. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.